Event description:
At the end of the case, it was noticed that the laparoscopic double action bowel grasper insulation was flayed open. A thorough exploration and irrigation of the abdominal cavity was performed by the surgeon.